Manufacturer narrative:
The device associated with this report was not returned. The retained samples were tested for dough time, setting time and handling characteristics. All results are within specification and the product has behaved as expected. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records found one unrelated non-conformance; micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total knee cement took too long to set up and femoral implant is malpositioned as a result of cement taking too long to set up.